Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, product type lead product ID neu_unknown_lead lot# serial# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown, g2: the country of origin is canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient felt burning where the leads were, and the leads were moving. They were in a wheelchair the majority of the time and when getting in and out of the chair, they seemed to move/fall; it depended on their position and the patient described it as a "half fall." Stimulation moved from their legs to their vagina. They were advised to contact their healthcare provider and have impedances checked on their device. Surgical intervention did not occur, and it was unknown if surgical intervention was planned.